Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site and replaced the e-100 generator to resolve the intermittent instrument recognition issue. After replacement of the e-100 generator, the system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the customer reported complaint of recognition issue. This e-100 generator was installed into the test system and it worked as expected with synchro seal instrument installed. The instrument was tested for about 100 times and both the e-100 generator and instrument operated and functioned without any issue. The issue was not replicated. A review of the site's complaint history revealed a related complaint. The first occurrence of a similar recognition issue on the e-100 generator issue was reported on (B)(6) 2022 under the report submitted under patient identifier (B)(6) for a procedure on 10-(B)(6) 2022. Per review of system logs, the following was confirmed: system serial (B)(4) was used for a procedure on the event date (B)(6) 2022 matching the customer reported event. This complaint is reportable due to the following: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the e-100 generator was not recognizing the instrument. The customer received phone assistance from the technical support engineer (tse). Tse was informed that the isi field service engineer (fse) was recently onsite for this issue. During the call, the customer had already placed the vessel sealer extend instrument into the erbe and was continuing with the procedure. Tse advised the user to monitor the issue and asked if there was another procedure to follow. The user stated that this was the only procedure schedule for that day. Error logs were not available for review. The site continued the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the case, post-anesthesia, and ports placement. The system was functionality was checked upon powering the system. The e-100 generator initially powered on without errors. The e-100 generator failed to detect the instrument. The customer switched to an erbe generator to resolve the issue.